Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they were closing on the tissue but the stapler would not fire. They opened a new one and completed the procedure. There was no reported patient involvement and outcome.